Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45, lead, implanted: (B)(6) 2006; 5867-3m x 2, adaptors, implanted: (B)(6) 2014; 429688, lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported by the patient's spouse that the patient has not felt well since their upgrade to the cardiac resynchronization therapy (crt) device and it has made the patient feel worse. It was further reported that the day after the patient had come home they "passed out" and went to the emergency department for evaluation. A right atrial (ra) lead dislodgment was confirmed and the lead was explanted and replaced. The crt device was "tweaked" and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had profound fatigue after their cardiac resynchronization therapy defibrillator (crt-d) upgrade. The right atrial (ra) lead exhibited no capture and was reprogrammed before explant. The ra lead had very little slack and was likely to have been dislodged due to tightness in the subclavian vein caused by lead occlusion and the patient's stenosis. The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had profound fatigue after their cardiac resynchronization therapy defibrillator (crt-d) upgrade. The right atrial (ra) lead exhibited no capture and was reprogrammed before explant. The ra lead had very little slack and was likely to have been dislodged due to tightness in the subclavian vein caused by ra lead, right ventricular (rv) lead and left ventricular (lv) lead occlusion and the patient's stenosis. The right ventricular (rv) lead and the left ventricular (lv) lead remain in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.